Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a tingling sensation from the pocket site down to her feet, as well as a shocking or jolting sensation, following exposure to a full body scanner at (B)(6) on (B)(6) 2011. The device had been on at the time of exposure. The shocking and tingling occurred when the device was on. The patient had not turned the device off, therefore, it was unknown if symptoms were present with the device off as well. Additional information has been requested but was not available as of the date of this report.